Manufacturer narrative:
Philips has investigated this complaint. Based on information provided, the wireless footswitch would not connect at system start up. A system restart solved the issue, and the scheduled vascular procedure was completed as planned. A philips service engineer inspected the system onsite and replaced the wireless footswitch base station and reconnected the cables in the cabinet. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was not working at start up of the system. No patient harm has been reported. Philips has started an investigation of this complaint.